Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed and no issues were observed. The reader did not turn on with a button, strip, or universal serial bus (usb) cable insertion. Connected reader to computer and software was unable to identify the reader. The reader was further investigated. The reader was de-cased and no visual issues were observed. Battery voltage measured to be 0.9 volts, indicating low voltage. The reader did not turn on when pressure was applied to the central processing unit (cpu). The returned battery was replaced with retain battery and attempted to turn on the reader. The reader turned on with retain battery and charging was observed. Therefore, it was determined this issue is confirmed due to a defective battery. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6) to (B)(6).

Event description:
A customer reported that she was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. The customer had contact with a healthcare provider, was diagnosed with hypoglycemia and treated with glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. The customer had contact with a healthcare provider, was diagnosed with hypoglycemia and treated with glucose. There was no report of death or permanent injury associated with this event.